Event description:
Additional medications infusing at the time were: norepinephrine 1.6 mg/50ml, at 2.09ml/hr or 0.17 mcg/kg/min, and vasopressin 5mg in 50ml, at 0.79ml/hr or 0.2milliunits/minute. Both channels "c" (empty) and "d" (epinephrine) beeped channel error, not just the epinephrine.

Manufacturer narrative:
Concomitant medical product: (4)394910;td: (B)(6) 2019;30 ml bd syringe. The customer¿s stated issue of a ¿channel error¿ was determined to be caused by a channel disconnect event which was confirmed through a review of the logs and through testing. Both suspect devices (s/n: (B)(4)) were received in poor condition. S/n: (B)(4) - the front and rear cases were cracked, both sides of the handle were cracked, the flange gripper retainer was cracked on both sides, and the iuis were damaged. S/n: (B)(4) - the front and rear cases were cracked, both sides of the handle were cracked, and the left iui was damaged. Functional testing during the investigation was able to replicate a channel disconnect event. Both suspect syringe modules were confirmed to have broken left iuis with date codes of 05/2007 (may 2007 ~ 12 years old). Results from a review of the pcu error log shows no malfunctions on the reported event date. During functional testing of the returned alaris system a channel disconnect event was replicated. The let iui¿s were replaced on the returned source syringe modules with no further channel disconnect events occurring. The root cause of the customer¿s complaint was determined to be caused by broken left iui connectors on both modules.

Event description:
The customer reported that the patient's blood pressure was 54/30 with a map (mean arterial pressure) of 47; the nurse increased the epinephrine infusion to 0.4mcg/kg/min, and after 1-2 minutes, the ivf infusion "c" was empty and the epinephrine pump "d" alarmed with a channel error and stopped working. The nurse switched out the pumps within 1-2 minutes. The baby became hemodynamically unstable and proceeded to slow code for the next 45 minutes and eventually was pronounced dead on (B)(6) 2019. The customer did not allege or attribute any device malfunction to the patient¿s demise. Received a copy of the customer's adverse event report letter from FDA which states, ¿the customer reported that the patient's blood pressure was 54/30 with a map(mean arterial pressure) of 47, the nurse increased the epinephrine infusion to 0 4mcg/kg/min, and after 1-2 minutes, the ivf infusion "c" was empty and the epinephrine pump "d" alarmed with a channel error and stopped working the nurse switched out the pumps within 1-2 minutes the baby became hemodynamically unstable and proceeded to slow code for the next 45 minutes and eventually was pronounced dead on (B)(6) 2019 the customer did not allege or attribute any device malfunction to the patient's demise." Additional medications infusing at the time were: norepinephrine 1.6 mg/50ml, at 2.09ml/hr or 0.17 mcg/kg/min, and vasopressin 5mg in 50ml, at 0.79ml/hr or 0.2milliunits/minute. Both channels "c" (empty) and "d" (epinephrine) beeped channel error, not just the epinephrine.